Event description:
It was reported the customer experienced an elevated blood glucose (bg) level as 20 mmol/l; cause was due to cartridge alarm. Customer received normal third party assistance and had no back up plan at time of event. Customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event¿.